Event description:
It was reported that during a da vinci-assisted hypopharyngectomy surgical procedure, the customer discovered the permanent cautery spatula instrument had a broken wire. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 09-oct-2021, intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not collide with any other instrument or tool during the procedure. The customer confirmed no fragments fell inside the patient. There is no video recording of the procedure, but images of the instrument were provided. No additional patient-related information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. There was an additional observation not reported by the site. The instrument was found to have mechanical indentations on the proximal clevis. Scratches were also observed on the instrument. The root cause of this failure is due to mishandling/ misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.075¿ - 0.142¿ in length and were not aligned with the tube axis. The root cause of the ¿scratch marks/abrasions instrument main tube¿ is typically due to mishandling/ misuse. A review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: one of the pitch cables on the permanent cautery spatula instrument appears to be broken. A review of the logs showed the permanent cautery spatula instrument (part # 470184-13 / lot # n10210222-0012) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The permanent cautery spatula instrument has 10 allotted uses, and the alleged event occurred on its final life. In addition, a review of the site's complaint history identified no other complaints related to the permanent cautery spatula instrument. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/ or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the information for the patient was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.